Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of a specific failure mode reported and device returned for analysis, a conclusive cause could not be determined. The reported patient effects of dissection, fistula, hematoma, hemorrhage, occlusion, perforation, thrombosis, tissue damage (vascular injury), stenosis, pseudoaneurysm, are a known inherent risk of the procedure. A conclusive cause for the reported patient effect of cerebrovascular accident, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mean age provided was 81 years. Majority of patient were male (108 of 200 patients). The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: parallel suture technique with proglide: a novel method for management of vascular access during transcatheter aortic valve implantation (tavi). Ott I, shivaraju a. Schaffer nr, frangieh ah, michael j, husser o, hengstenberg c, mayr p, colleran r, pellegrini c, cassese s, fusaro m, schunkert h, kastrati a, kasel am. Eurointervention. 2017 jun 13. Pil: eij-d-16-01036. Doi: 10.4224/eij-16-01036. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.(B)(4).

Event description:
It was reported through a research article identifying proglide devices that may be related to the following: device failure and patient complications of vascular dissection, vascular perforation, obstruction, arteriovenous fistula, minor stroke, access site hematoma, major and minor bleeding, stenosis, pseudoaneurysms, retroperitoneal bleeding, treatment with percutaneous angioplasty and stent, medication, blood transfusion and surgery. Specific patient information is documented as unknown. Details are listed in the attached article, titled "parallel suture technique with proglide: a novel method for management of vascular access during transcatheter aortic valve implantation (tavi)".